Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used condition, decontaminated, with scratches on the lens. After visual inspection, functional testing was performed. The customer's reported problem was duplicated as the dso sensor failed by not meeting specifications. The root cause was the failed dso sensor, which was replaced. The dso bezel, dso seal, lcd lens, lcd lens seal, keypad, overlay gray, rear label, side label, and battery door were also replaced. Pump passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a constant downstream error during volume test. The event occurred during testing. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.